Manufacturer narrative:
(B)(4). This initial/final MDR will be the only report submitted for MFR report #1226348-2018-00694. Conclusion: a non-sterile og cmplx xtrasoft coil 3x6 was received coiled inside of a pouch. The hypo tube was inspected and no damages were note to it. The introducer was found elongated and partially unzipped. The support coil was found kinked and the embolic coil was found stretched. No damages were noted on the gripper. The device received was inspected under microscope and the damages noted on the visual analysis in the introducer and the embolic coil were confirmed. The functional test could not be performance due to the elongated condition found in the introducer of the received device. A review of the manufacturing documentation associated with lot 17615856 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿coil introducer-damaged in patient¿ was confirmed due to the introducer was found elongated. The failure reported by the customer as ¿coil introducer- zipping difficulty-rezipping" was confirmed. The failure experienced by the customer appear was due to the elongated condition noted on the introducer. The elongated section found on the device was apparently caused by applying excessive force on the device. Procedural factors and handling process may contribute to the failure as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process.

Event description:
It was reported by a healthcare professional that an orbit galaxy xtrsoft coil (640cx0306/17615856) was used during a procedure where the coil could not be re-sheathed. During an sah case in the ic, the orbit xtrsoft coil was used as the second coil. The coil could not be placed properly so the physician attempted to re-sheath the coil. The coil introducer got damaged and the coil could not be re-sheathed at all. The coil was replaced with another one. There was no damage noted to the device prior to the procedure. There was no procedural delay or adverse effects to the patient. A sheath introducer (terumo), a guide wire (asahi), a guiding catheter (medtronic), a micro catheter (terumo), a syringe were also used for this procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The product will be returned for the investigation. No further information is available. Note: this event was deemed MDR reportable as a result of device investigation findings.